Event description:
It was reported patient was experiencing uncomfortable stimulation and x-rays confirmed that one lead was fractured. As such surgical intervention was undertaken where, one of the leads was replaced and reportedly effective therapy was restored.

Manufacturer narrative:
B3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000144954. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.